Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been investigated. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to thermally damaged u728 component on the distribution node pca. The root cause for the thermally damaged component could not be positively identified. There was no death or adverse event associated with the belt malfunction.

Event description:
03/28/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a patient's electrode belt and reported that the belt failed incoming functionality testing.